Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information on 10-feb-2026: there was no injury to the patient. There was no instrument collision during procedure. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2022-05-c, as previously listed in section h9. Annex e - health effect desc 1 was updated to e2403. Annex f - health impact desc 1 was updated to f26.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken near the proximal idler pulleys. The proximal idler pulleys did not exhibit signs of corrosion that would have contributed to the broken cable. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument's intraoperative wire broke. No fragment fell into the patient. The procedure was completing as planned but the patient outcome was not provided.